Event description:
The customer reported that the fluoroscopy switch would not perform its intended function and the system was not able to produce fluoroscopic x-rays, and the video cable from the c-arm to the workstation was broken. No patient injury was reported.

Manufacturer narrative:
The ge manufacturer provided parts to the customer. The customer reports that they replaced the cable assembly control and the system operates as intended.